Event description:
It was reported that the inflatable penile prosthesis (ipp) did not perform as expected. The patient underwent surgery two weeks later and inspection revealed a hole in the reservoir. The pump was replaced and a new reservoir was implanted. The previous reservoir was not removed. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.